Event description:
On 09/21/09, a patient/layperson reported to a foreign country customer care advocate that blood glucose results with her onetouch ultra2 meter were inaccurate, and did not match her symptoms. Only the results obtained during recent days were provided: 13.4, 12, 7.2, and 12.2 mmol/l. The specialist spoke with the patient on 09/22/09 to confirm and obtain additional information. All results are in the correct unit of measure, mmol/l. The patient reported the following: the patient does not recall the exact date the reported issue began, possibly about one month before then, blood glucose results averaged 8 mmol/l although she does not recall specific results. After that date, results reportedly were elevated; again, the patient could not recall the exact results. In retrospect, the patient believes results were inaccurately elevated based because she began having "more frequent reactions" after basing her humalog insulin on results. Rather than once a month, the patient had lows twice a week with symptoms of sweating and shaking. The patient would self treat with juice containing a teaspoon of sugar or honey, or by eating peanut butter when blood glucose became low after injecting extra insulin. Within 30 minutes, she would feel better. However, the patient did not indicate whether she tested each time before treating the symptoms. The patient also alleged feeling sweaty, dizzy, and shaky before obtaining results she considered elevated, such as 14 or 17 mmol/l. Based upon the elevated results, the patient injected insulin rather than treating symptoms. Symptoms then became "worse" after the insulin. She would then self treat to relieve the symptoms. Typically she has these symptoms when blood glucose is 4.5 mmol/l or lower. The patient has been a brittle diabetic for 30 years and tests 4-5 times a day before meals and when symptomatic (low). However, she does not have symptoms when blood glucose is elevated. A week prior to her call, the patient stopped taking extra insulin. And if she now has hypoglycemic symptoms with elevated blood glucose, the patient treats the symptom rather than injecting insulin. Because the patient alleged she has had low blood glucose symptoms after basing insulin on reportedly inaccurately elevated blood glucose results, the complaint is reported. Control solution tests have always been in range although she did not share the results. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.